Event description:
The patient contacted animas on (B)(6) 2014 reporting a prime issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the prime issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.